Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a vain graft. The device could not cross. Guide and stent catheter were withdrawn. The stent shifted into the descending aorta. An attempt was made to remove it with a snare, but this was unsuccessful. The patient is stable.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is still well folded and shows no signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The stent was not returned for analysis. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a vain graft. The device could not cross. Guide and stent catheter were withdrawn. The stent shifted into the descending aorta. An attempt was made to remove it with a snare, but this was unsuccessful. The patient is stable.